Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set cannula kinked within 3 or more hours after insertion at abdomen on (B)(6) 2024 and (B)(6) 2025. The infusion set was in use for 8 hours. The patient changed supplies as necessary and resumed insulin therapy. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2025-01840- device 1 of 2.